Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at work; he was found lying down. The cause of is still pending. The caller stated that the customer did not have any other illnesses other than type 1 diabetes, which he had only for the last two years. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller stated that the customer was using sensors, however, the customer was unsure whether a sensor was worn at the time of death or not. The caller stated that they do not have the customer's insulin pump at the moment but agreed to call back if it is ever retrieved. Since the caller did not have the insulin pump at the time of the phone call the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.